Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, the electrical contact of the endoscope connector was deformed, the label on the scope connector was damaged, the play of the up/down knob and the bending angle in the up direction was out of the standard value due to wear of the angle wire, the scope cover was chipped, the coating of the connecting tube was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a white gelatinous foreign material in the jet tube. The report is being submitted due to foreign material in the scope found during evaluation.